Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that during impella cp support, the female patient experienced ischemic signs. The patient's feet were marbled, and lactate was 1.2. No actions have been taken, and the device remained implanted.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the section: potential adverse events (united states). G1-corrected MFR site name, address line 1, MFR site city. Removed MFR address line 2.